Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing intermittent laser firing due to foot pedal cable.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative confirmed the reported event with two system messages (sm) in the event log related to it. The company service representative observed that the cable for the footswitch was not in good condition. The footswitch was replaced as a prevention and it worked as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the procedure was completed. The subsequent scheduled procedures were cancelled.